Manufacturer narrative:
The manufacture device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We are following up with the customer to determine if the patient death was attributed to the iabp however the customer' risk management department released the iabp for service. A f/u report will be submitted when new info becomes available. (B)(4).

Event description:
It was reported, "customer called for service on their iabp. The customer states that while the cs100 was in use on a patient it was unable to trigger. The staff was able to replace the faulty unit with a known working unit and no errors occurred after replacement. The faulty unit was brought to clinical engineering for investigation and they were unable to duplicate the problem as the unit seemed to pass all functions." On the same day it was also reported that "connected patient to back up cs100 and was able to trigger and pump patient. Patient expired." It's unclear if the patient death is attributed to the iabp.